Event description:
It was reported that the procedure was to treat a lesion in the proximal left iliac with mild tortuosity and calcification. Pre-dilatation was performed and the 8.0 x 60 mm absolute pro stent system was advanced to the lesion. The stent was positioned well over the lesion, and the lesion was between the proximal and distal stent markers. During deployment of the stent, the stent jumped, and a portion of the lesion was uncovered. An additional 8.0 x 40 mm absolute pro stent was then deployed to treat the uncovered portion. Post-dilatation was performed, and the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.